Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump alarmed no delivery for the second time today. The customer changed the infusion set, rewound the insulin pump; however, insulin squirted out of the device. The patient's blood glucose was 492 mg/dl at the time of incident. Troubleshooting was initiated for the no delivery alarm. The customer was able to rewind and prime with the insulin pump. The customer disconnected and reconnected the reservoir and ran another prime: insulin exited the tubing. The customer was advised that the insulin pump was working as designed, and that the no delivery alarm was caused by an infusion set or reservoir occlusion. No products were returned or replaced.